Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation as the stent remains in the patient anatomy; therefore, a failure analysis of the complaint device could not be completed. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, damage to the guide wire, damage to the stent, or procedural technique. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no associated nonconforming material records. A review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the posterolateral branch of a coronary artery with mild calcification. A 2.50x15mm xience alpine stent delivery system (sds) was advanced without resistance. The stent was positioned and the sds balloon was inflated to 12 atmospheres to deploy the stent. Post stent deployment, the sds was simply withdrawn from the patient anatomy without issue. When the non-abbott guide wire was pulled back in an attempt to remove it, the guide wire became entangled with the implanted 2.50x15mm xience alpine stent. The non-abbott guide wire stuck in the stent then separated and the patient was sent to surgery as a precaution, however no surgery was performed. The 2.50x15mm xience alpine stent remained apposed to the vessel wall, and the separated portion of the guide wire remains in the patient anatomy. The lesion was successfully treated with the 2.50x15mm xience alpine stent. There was no adverse patient effect and no clinically significant delay in the procedure due to the 2.50x15mm xience alpine sds. No additional information was provided.